Event description:
Report received of a tubing set causing "cassette alarms." It was reported that the tubing keeps giving cassette alarms. There was no reported pt harm or delay in critical therapy. Multiple unsuccessful attempts have been made to obtain additional info.